Event description:
The surgeon implanted an aq2003v silicone three piece lens b ut it tore while being inserted. The surgeon did not lock the cartridge into the injector completely and as the lens was advancing through the delivery system, it became damaged. The lens was removed with no pt injury. The nurse stated there was no product malfunction but that the damage to the lens was as a result of user error. An aq cartridge was used but the lot number was not provided by the facility. The model and lot number for the injector was not provided by the facility.